Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Blank display has also been recurring over several weeks. It was also reported that the insulin pump had also been exposed to moisture by a pool. Customer also reported issues with motor errors and no delivery alarms. Customer also reported high blood glucose of 450 mg/dl from a recent previous incident on (B)(6) 2018 where screen was blank and he had to do a bolus as treatment. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic. Device received moisture damaged at motor. Unable to verify unexpected restart alarm and motor error alarm due to blank display noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.